Event description:
Caller reported an error with the continuous glucose monitor, known as cgm error 42. The blood glucose level was not adversely affected. Customer service provided complete pump reset information, and the caller was guided through the process. After the reset, the error code did not reappear, and the caller successfully started a new sensor session.